Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found the instrument tube extension had pad printing removed. The damaged area measured approximately .102 x .290. Additional observation during failure analysis found the main tube had white substance on the distal end of the main tube. Failure analysis concluded the instrument may have been next to an instrument with the old polycarbonate housing cover which degrades when exposed to certain reprocessing conditions and can consequently transfer onto the surrounding instruments main tube. The melted polycarbonate from another instrument has likely transferred onto the main tube of this instrument, forming a white residue on the main tube. This coating was spread out over more than 10cm below the tube extension, and randomly in small patches all over the main tube. This level of housing degradation has only been confirmed at one site, university of miami hospital. The deviations in reprocessing conditions (such as insufficient rinsing or incorrect cleaning chemical concentration) indicate user mishandling and are unique to this site. After further review this recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the paint was coming off the monopolar curved scissors instrument's housing and getting on the instrument shaft.